Event description:
It was reported that the patient had 12 surgeries, had ms, that the patient's husband drove her back and forth every month to la to see her physician, and she was not having success with her therapy. Additional information received reported that the patient had not received any relief and she had to catheterize herself because she could not urinate at all. It was thought that the patient was still having problems and the patient had the device implanted and removed and put in again. Supplemental information received reported that the patient¿s physician noted cause of event as ¿baddened obstruction.¿ an explant of the entire system for leg pain was reported. The patient¿s symptoms were reported as leg pain and pain at the incision. The patient did not require hospitalization and patient outcome was noted as no injury.

Manufacturer narrative:
Device used for off-label indication. The indication device used for was urinary dysfunction. Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3093-28, lot# v577516, implanted: (B)(6) 2010. Product type: lead: product ID 3093-28, lot# v577516, implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).